Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clips - clips with gap. Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and formed 1 clips with gap and 2 clips ejected. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was stuck after firing three clips. The device was stuck before clamping the tissue. The device wasn't reused. The case was completed with a same like device. There were no adverse consequences for the pt.